Event description:
Boston scientific received information that an increase in pacing thresholds was noted as well as pacing failure when it comes to this device and right ventricular (rv) lead. The pacing output was increased and a revision was scheduled. It was not confirmed but a possible in the rv lead location was suspected from the original implant location. No adverse patient effects were reported. Additional information noted that a revision took place. The physician suspected the clinical observations noted were due to the patients cardiac muscle. A dislodgement was not confirmed. The system was explanted, and the lead will be returned for analysis. A new system was implanted on the opposite side. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This investigation is ongoing, upon further information, this investigation will be updated.

Event description:
Boston scientific received information that an increase in pacing thresholds was noted as well as pacing failure when it comes to this device and right ventricular (rv) lead. The pacing output was increased and a revision was scheduled. It was not confirmed but a possible in the rv lead location was suspected from the original implant location. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that a revision took place. The physician suspected the clinical observations noted were due to the patients cardiac muscle. A dislodgement was not confirmed. The system was explanted, and the lead will be returned for analysis. A new system was implanted on the opposite side. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. [Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.